Event description:
It was reported the pt was not getting relief of symptoms. A dye study was performed. The physician was not able to aspirate the catheter. The decision was made to bolus the pt to complete the catheter dye study. Additional info has been requested but was no available on the date of this report.

Manufacturer narrative:
(B) (4).